Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
The date of event is unknown. Received report from customer stating only that set was cracked and leaking. Details requested, but no further patient/event information is available.